Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and replaced the carbon bridge to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned patient results for ion selective electrode on sodium, potassium, chloride and carbon dioxide due to low anion gap values on their dxc 600i clinical chemistry analyzer. The customer indicated potassium failed calibration and sodium had low calibration sample reference values. The customer did not release the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.